Manufacturer narrative:
(B)(4).

Event description:
It was reported that a few days after implant, the right atrial (ra) lead dislodged. The ra lead was repostioned, but a few hours later it dislodged a second time. The ra lea was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the full lead was returned and analyzed. There were no anomalies found. It was noted that the distal electrode end was covered inblood. The guide tooth fixation was damaged. Visually it was noted that there was apparent explant damage.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.